Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the catheter was returned in two sections due to a hypotube break 395 mm distal to the manifold strain relief. The hypotube was kinked throughout the full length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty procedure, the catheter would not cross the lesion. Vascular access site was obtained via the femoral artery. The 4 mm x 20 mm stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The target lesion was noted to have a significant bend of >=90 degrees. A 20 mm x 2.75 mm taxus element stent was advanced; however, the device could not cross the lesion because of the lesion structure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed hypotube broken.